Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. The patient was sent to the recovery room in stable condition. Two hours post procedure, the patient experienced hypotension, low oxygen, dyspnea and diaphoresis. Echocardiography was performed, which revealed a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed, and 250ml of fluid was drained. The patient was stable following pericardiocentesis, and the drain was left in place overnight. The patient was expected to fully recover and be discharged home one day post procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. The patient was sent to the recovery room in stable condition. Two hours post procedure, the patient experienced hypotension, low oxygen, dyspnea and diaphoresis. Echocardiography was performed, which revealed a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed, and 250ml of fluid was drained. The patient was stable following pericardiocentesis, and the drain was left in place overnight. The patient was expected to fully recover and be discharged home one day post procedure. It was further confirmed that the patient was discharged one day post procedure.